Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on rv lead. It is unknown what type of signals was being oversensed. Programming changes were made to avoid oversensing until lead replacement. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.